Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The investigation of the reported internal leakage test failure has been finalized. The device was investigated by our field service engineer at the hospital. After the replacement of the device inspiratory pipe, and the device pressure transducer pc(printed circuit) board, the device passed all test without any further deviation. The device was returned back for clinical service. The device pressure transducer pc board was returned for investigation. The review of the returned device logs confirms one occasion of internal leakage test failure. Our investigation of the pressure transducer pc board did not reveal any deviations, the returned part is working according specifications.

Event description:
Important ref. #: cc-cpl-2018-02100 manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that during service, the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).